Manufacturer narrative:
A ge svc rep performed an onsite investigation. The interconnect cable assembly and a fuse were replaced. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system's interconnect plug was broken. No pt injury was reported.